Manufacturer narrative:
The insulin pump was received with a button error alarm and unresponsive buttons due to corroded keypad traces. Unable to test the ultra one touch meter due to the unresponsive buttons. The overlay had weak adhesive bond at all locations.

Event description:
The customer called to report high blood glucose levels and a button error alarm. The customer also stated that her blood glucose reading did not get transmitted to the insulin pump. The customer stated that the buttons were not held down for longer than three minutes. The customer stated that the alarm could not be cleared. The customer did not have a back up plan of injections, and stated that she would be going to the emergency room. Nothing further was reported.